Manufacturer narrative:
It was reported that the white thread of the gauze unraveled inside the surgical wound during an umbilical hernia repair. Per report, the surgeon used his hand to manually pick-up and to successfully retrieve the white thread from the surgical wound. There was no reported impact to the patient, the staff, or the procedure being performed. General anesthesia was used; however, there was no report of any adverse patient consequence and no effect on the patient's stability as a result of the incident. Due to the reported incident and in an abundance of caution, this is an MDR reportable event. The sample was returned for evaluation and the complaint was confirmed. A root cause could not be identified at this time. No additional information is available. If additional information becomes available, this report will be reopened and reevaluated.

Event description:
It was reported that the white thread of the gauze unraveled inside the surgical wound during an umbilical hernia repair.